Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4). Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall, which has been corrected in this submission.

Manufacturer narrative:
(B)(4). Device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as 10/8/10. The correct device MFR. Date was 11/24/10 which has been corrected in this follow up submission. The customer's issue is now being associated with remedial correction number 3002809144-4/21/11-001-r for architect havab-m reagent lot 93794hn00. The remedial correction number has been changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and its associated remedial action number for this issue.

Event description:
The customer observed an increase in architect havab-m (B)(6) patient results when architect havab-m reagent lot 93794hn00 was in use. The customer stated it was rare to have so many (B)(6) results in a short time frame. The customer also stated biorad and abbott controls were within specifications. The customer sent the (B)(6) patient samples to a specialty lab which were later reported as (B)(6). An example of the (B)(6) patient result generated by the customer is as follows: patient #3: (B)(6). The (B)(6) result was reported out of the lab by the customer, however, patient management was not known to be affected.